Event description:
Information received from the field notes that initially post implant atrial and ventricular impedances were 2127 ohms and 2385 ohms, respectively. During a follow-up, the impedances were found to be within normal range. The battery voltage also showed a "sudden" drop from 2.76v to 2.57v. The device was then programmed to the unipolar configuration. The patient had no intrinsic rate.